Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed no damage on the adapter¿s outer luer thread. The sample was subjected to a catheter leak test, and it passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. It was suspected that this defect was caused at the tipper. The most probable cause was a minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread when the part was seated at an incorrect height (too high or too low). This most likely caused the damage on the outer luer thread. Complaint awareness training was completed and communication to all insyte tipper production technicians was issued to monitor the occurrence of the adapter damaged outer luer thread defect. Retraining of all insyte tipper production technician was completed on pickers height alignment in tipper procedure.

Event description:
This is a report about when connecting insight and nipro extension tube, leakage occurred from the connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in leaked. This is a report about when connecting insight and nipro extension tube, leakage occurred from the connection.